Event description:
Additional information received reported that the cause for the empty pump was determined. The patient was in the hospital when she was due for a refill. The actions and interventions taken to resolve the issue was once the patient was released from the hospital the healthcare provider got the patient in for a refill. The cause for the patient not hearing the active alarm was not determined. The status of the device was noted as the patient¿s pain pump was refilled (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. Per the patient, the pump was delivering morphine and another medication for high blood pressure that started with a ¿c¿, but she could not remember the name of it. The indication for pump use was spinal pain. The patient was calling to ask what code 8286 (empty pump reservoir) meant on her ptm (personal therapy manager). She stated that she saw the code about 2-3 days before being hospitalized on (B)(6) 2021 due to ¿delirious pain¿. She stated that she also had a small heart attack. Per the patient, she had been told by her healthcare provider (hcp) that her pump was implanted very deep, and she confirmed she did not currently hear the pump alarming.